Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the patient has not been able to charge or communicate with implantable neuro stimulator (ins) for four months. The patient stated that he went to see his health care professional (hcp) but was told he was no longer practicing. Product service specialist (pss) provided patient with physician listings. No patient symptoms or complications were reported from this event.